Manufacturer narrative:
The site changed the incident date to from (B)(6) 2016 to (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient had a electromagnetic navigation bronchoscopy, dye marking, followed by a wedge resection on (B)(6) 2016. The patient had a grade 1 pneumothorax noted 1 day post procedure on (B)(6) 2016. The pneumothorax was noted on an x-ray on (B)(6) 2016 which was found (B)(6) 2017 during document review. No additional crxs have been taken and no further information is known at this time.